Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl yesterday. Customer treated with bolus and then changed everything out. Customer treated with a syringe and that brought it down. Customer got down to 238 mg/dl and didn't want to mess with it. Customer woke up around 8:00 and the blood glucose level was over 500 mg/dl. Customer stated that she is basically blind because it takes a while for her to read things off. Customer treated with a syringe and felt nausea, some pressure, as if they could hardly breathe, and thirst. Customer's blood glucose level dropped to 43 mg/dl and was treated with food. Customer did not contact her health care professional for her high blood glucose levels. Customer stated that she took too much insulin. Customer was treating every hour. Time and date were incorrect and fixed. Customer did not have a tubing clamp and will have to call back to complete troubleshooting once it is received. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.